Manufacturer narrative:
The quality records have been reviewed and checked. All features of these products conformed to specifications valid at the time of manufacture by waldemar link (B)(4). All components of the rotational knee prosthesis were available for the visual examination. The extension buffer of the femoral component and the polyethylene of the rotational bushing are damaged. A damage pattern as in the present case is known from damage after functional overload, which can lead to damage of the rotational bushing in the worst case. The patient data indicates an obese constitution. Taking into account the circumstances mentioned, it is not assumed that a material or manufacturing defect is the root cause of the damage. Rather, it is assumed that an insufficiently stable soft tissue situation, caused by multiple prosthesis changes, and the obesity of the patient led to mechanical overloading of the coupling mechanism and thus to the failure of the implant. The publications nieder (1991) and katzer (2002) describe this failure mechanism in detail and emphasize the correct indication for the prosthesis.

Event description:
Premature bushing failure of roknep total knee arthroplasty with titanium coating; the prosthesis was handed over to the company link with the consent of the patient after explantation. [Hospital (B)(6)].